Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.

Event description:
It was reported via clinical trial that a subject experienced an event of moderate restenosis of the treated segment (target lesion) as evidence by >50% stenosis in the proximal end of the wrapsody duct, resulting in hospitalization and percutaneous intervention through angioplasty of the lesion with high-pressure balloon angioplasty, followed by drug-eluting balloon angioplasty. Control angiography revealed good results and good flow was noted in the hemodialysis session performed following procedure. The event was considered to be resolved, target lesion related, not related to procedure, and definitely related to device.